Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported ongoing concerns with elevated blood glucose levels that started around (B)(6) 2011. Patient stated he removed the infusion site on (B)(6) 2011 and noticed there was a kink/pinch in the infusion set cannula. Patient reported this was located near the adhesive. Patient stated this is the only time he noticed a bent cannula. Patient reported the infusion site had been in for 3 days and he noticed it when he removed the site. Patient reported no concerns with preparation or insertion of the infusion device. Patient stated he did not observe any leaking. Patient reported it could have happened before, but he was never looking for it. Patient stated his blood glucose levels were running between 200-300 mg/dl while using the infusion sets. Patient's target blood glucose range is 80-120 mg/dl. Patient reported he would skip meals and his blood glucose would still remain elevated. Patient stated he would continue to bolus to bring down his blood glucose and eventually they would come back down. Patient reported he started using a different type of infusion set on (B)(6) 2011 and his blood glucose levels are now back to target range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.